Manufacturer narrative:
It was initially reported, during the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's internal battery was replaced to address the issue. Upon further reveiw, this information was determined to be incorrect. The internal battery was replaced due to the battery's inability to communicate with testing equipment. This event can only happen during service. Therapy would not be affected.

Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's internal battery was replaced to address the issue.